Manufacturer narrative:
Additional information: device lot number and manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The suspect driver was returned to the manufacturer for evaluation. It was reported that the tip of the driver was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable at this time. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion revision procedure the solera screw driver was broken. The screws were removed with a different device. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This emdr is a correction being filed as the original MDR cited nav as the manufacturer for this product when it was spine¿s product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a spinal fusion procedure, the screw driver broke. There was less then an hour delay to the procedure. There was no impact on the patient¿s outcome.